Event description:
Enteral feeding pump called infinity. Manufactured by moog medical devices group. Medical problem: total of nine fractures on top housing and underneath the pump wheel. This problem was previously reported to the manufacturer who subsequently issued a field correction recalling a selective number of pumps to fix. The same problem happened with this pump.